Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous, moderately calcified, 80% stenosed proximal left anterior descending. While pushing the 4.0x18 mm xience prime stent delivery system, using force, it was observed on the cine that the stent was partially dislodged from the balloon. The decision was made to deploy the stent at the location of the stent partial dislodgement which covered only 40% of the lesion. Post-dilatation was performed and another xience prime stent of the same size was deployed to cover the remaining lesion. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4) - excessive force. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit and that applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. In this case, the IFU deviation likely contributed to the reported difficulties.